Manufacturer narrative:
The investigation of access site bleeding and removal issues has been completed. The impella device was not returned for evaluation. Removal issues: pump was not returned. Data logs are not applicable as the incident took place after impella removal. The cause of the removal issue was use related due to the tearing of the perclose suture that was placed following the procedure where the impella was removed. Access site bleeding: pump was not returned. Data logs are not applicable as the incident took place after impella removal. The cause of the access site bleeding was use related due to the tearing of the perclose suture that was placed following the procedure where the impella was removed. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27495.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ section: warnings, cautions, and precautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Once impella was explanted, removal issues were noted one of the perclose sutures ripped. The physician decided to place angioseal and once angioseal was deployed, groin bleeding did not cease. Femoral angiogram was performed and a stent was deployed, but did not resolve issue. The patient was taken to operating room, where he coded. A fem-fem bypass was performed. The patient was then taken back to the ICU and ultimately expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.